Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. Performed fill reservoirs per specifications, both reservoirs passed no air bubbles were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected locked in place properly.

Event description:
It was reported that the customer had noticed air bubbles inside the reservoir. Customer was advised to degas the insulin and let it get to room temperature prior to filing the tubing. Customer stated that they woke up with a blood glucose level of 387 mg/dl and took a bolus. Customer stated that yesterday morning her blood glucose level was about 160 mg/dl and it went up to 337 mg/dl. Customer stated that the bubbles are inside the reservoir toward the bottom. The bubbles look much bigger than a pin head and are about as big as a match head. Customer stated that the pump was not rewound with a reservoir in place and that this was a past issue. Insulin was not stored at room temperature. Customer's husband indicated that they keep the insulin in the refrigerator. This is an issue with the reservoir as after changing the set, he could see the bubbles in the reservoir. Customer was advised to return the set for analysis. Set will also be replaced. No further assistance required.